Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1805272. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-14. Medical device lot #: 1805221. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd discardit¿ ii syringe w/o needle had little plastic pieces inside the syringe.

Event description:
It was reported that a bd discardit ii syringe w/o needle had little plastic pieces inside the syringe.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A batch history review showed no non-conformances associated with this issue during the production of this batch. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found the particles to be composed of lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. Without the sample for evaluation we cannot verify this to be true for the product reported. The appropriate personnel have been notified and are looking further into this issue. If a sample becomes available this complaint will be reopened and investigated fully.